Manufacturer narrative:
This event should be re-evaluated for MDR reporting as reporter sent new information stating that the device was dropped before the case and it broke as a result of the fall. No patient was involved. There was no device malfunction involved. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during a shoulder arthroscopy, the spider tenet dropped and it broke. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.